Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a cp was prepped and inserted in a 83 year old male patient. A percutaneous transluminal coronary angioplasty (ptca) was performed and then a balloon post-dilatation was performed on to confirm results. Impella was weaned and explanted post procedure. However, vascular surgeon was called to removed 14 fr. Sheath and an attempt at perclose was made without achieving hemostasis. The patient was then transported to or for vascular repair. The patient survived the procedure.